Manufacturer narrative:
One used list# cl-10-10 (1 unit), chemolock¿ bag spike, 10 units. Lot# 4775039 and one used container 0.9% sodium chloride injection 100 ml, usp, manufacturer baxter.one (1) used list# cl-10-10 (1 unit), chemolock¿ bag spike, 10 units. Lot# 4775039 were received for evaluation. Two used cl-10-10 chemolock bag spikes were confirmed with the tip of the chemolock port post spikes broken off. The probable cause of the broken chemolock spike is due to an automated assembly error. A device history review (DHR) lot# 4775039 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation. Investigation is not yet complete.

Event description:
The event involved a chemolock¿ bag spike, 10 units that the customer reported leaking. The unknown hazardous drug leaking was noticed during priming for 1 hour at 9:00 am. The customer stated that no drug was lost, however, fluid dripped out upon disconnecting to dispose of the bag, exposing the hazardous drug. When the chemolock injector was disconnected from the chemolock bag spike the residual in the bag spilled out onto the floor, exposing the hazardous drug. There was no patient involvement, no adverse event, and no delay in therapy.